Event description:
Procedure type: hemorrhoid. According to the reporter: after the instrument was connected with the anvil, it disconnected after a few closing-turns. The result was 50/50 - 50% has been stapled and 50% was not. Open staples were found and removed. The prolapse which could not be removed, had to be sutured several times and the hemostasis had to be treated with electricity. The damage on the instrument was caused through a postoperative test which was done to discover a one-side closing (marked green). There was no blood loss of 250cc or more due to the product problem. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).